Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. There was no pe noted prior to the procedure. The physician obtained venous access was obtained and transseptal puncture (tsp) was performed with difficulty. A pe was noted during the tsp, measured 3mm. A pericardiocentesis was performed and 600cc of fluid was removed and auto-transfused back to the patient. A 40mm watchman flx pro delivery system and closure device was inserted, advanced, and implanted. The procedure was concluded. The patient is recovered. The device is not expected to be returned for analysis. It was further confirmed that the pe was at the right side of the heart. Versacross device was not inside patient when complication noted. Act was over 300. The patient was not hospitalized beyond standard time and was discharged. The device was discarded.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. There was no pe noted prior to the procedure. The physician obtained venous access was obtained and transseptal puncture (tsp) was performed with difficulty. A pe was noted during the tsp, measured 3mm. A pericardiocentesis was performed and 600cc of fluid was removed and auto-transfused back to the patient. A 40mm watchman flx pro delivery system and closure device was inserted, advanced, and implanted. The procedure was concluded. The patient is recovered. The device is not expected to be returned for analysis.